Manufacturer narrative:
Additional information: section g3 - date received by manufacturer. Section g6 - type of report. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The patient event logs dated prior to the revision procedure were reviewed and no anomalies were identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system, was evaluated for a change in stimulation location. X-rays confirmed no lead migration. Reprogramming attempts were unable to establish adequate therapy coverage. At the time of the reported event, the patient had one (1) lead implanted. Therefore, a second lead was implanted and restored therapy coverage.

Manufacturer narrative:
The lead remains implanted. It was confirmed that the patient was initially implanted with one (1) lead and that no lead migration had occurred. Placement of a second lead provided adequate therapy coverage. The cause of the change in stimulation is not able to be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include undesirable changes in stimulation sensation and/or location, which may result in undesirable stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result.¿